Manufacturer narrative:
Continuation of d10: product ID 3888-45; lot# 0206882703; implanted: (B)(6) 2013. Product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3888-45, serial/lot #: (B)(6) ubd: 13-feb-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an I mplantable neurostimulator (ins) for unknown indications for use. It was reported that when the patient attended to have the new battery turned on, the device was interrogated and it was found that there was high impedances on electrode 3 and 7. The device was pro grammed around these to provide therapy. Outcome was resolved without sequelae on (B)(6) 2025. Etiology was causal relationship to the device or therapy, not related to the implant procedure. Patient age at consent was 65 years old.